Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec. Add'l attempts to the initial reporter have been made with no add'l info provided. This MDR includes all event info received to date. Due to the lack of add'l info and the known complication of peritonitis due to a fluid leak, this MDR is being filed as a serious injury. This medwatch report is associated with MDR # 2937457-2013-00094.

Event description:
A user facility has reported that dialysis solution was leaking out of the cassette and into the cycler. Tech stated that fluid was found in the cycler after treatment when the cassette door was open. Tech could not identify leak location. The tech also recalled that the pt was already on a regimen of antibiotics when the leak occurred. There is no know pt effects. Sample has not been returned to the MFR. The pt reported a leak during treatment, a reportable malfunction. Due to the unavailability of add'l info and the known complication that can occur from a leak, a serious injury MDR will be filed.